Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A definitive root cause could not be identified. Based on the results of the investigation. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a seperate issue. During device analysis, the service repair technician observed white residue in the air and water supply channel and on the cylinder side. There was no patient involvement